Manufacturer narrative:
Concomitant medical products: 4558m53, lead, implanted (B)(6) 1995.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds was well as chronically rising to high impedance. It was noted the right atrial (ra) lead exhibited chronically known oversensing and noise recorded as atrial tachycardia and atrial fibrillation had been increasing. Due to the patient¿s bilateral occlusion, the decision was made to leave leads as they were. Both leads were carefully examined during generator change surgery and no visible lead damage was noted. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.